Event description:
It was reported that a 20 ga catheter had been inserted around the brachial plexus and became difficult to remove. While attempting to remove the catheter, the pt experienced intense pain and their neck muscles would spasm, making removal even more difficult. Pt was scheduled for surgical removal but after general anesthesia was administered, the pt fell asleep and as their muscles relaxed, the catheter was easily removed intact. No pt complications reported.